Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and checked the battery statistics but found no signs of unusual discharge. All voltages were within specifications, and the stm confirmed adequate charging and discharging operations and then ran the iabp at 130 bpm for 2 hours and 15 minutes (battery runtime interval). The battery gauge functioned properly and the iabp autofilled properly and the stm could not find any battery issue. All calibration, functional and safety tests were performed, as per factory specifications and the iabp was returned to the customer and cleared for clinical service. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that the battery was fluctuating on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event reported.